Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited thinning of the device pocket along the upper aspect of the device header. The physician suspected the angular shape of the header resulted in the observed thinning; slight device migration was also noted. A revision procedure later performed wherein the s-ICD system was explanted and replaced with a competitor device with a different shape. No adverse patient effects were reported. This system remains in service.